Event description:
The complaint reporter states that during an arthroscopic shoulder repair, the distal mechanism of a suture grasper broke apart, and a portion of that fell into the pt's joint space. All of the fragment was retrieved from the body, the procedure was completed successfully without further issue or harm to the pt. The complaint device was discarded by the user facility.

Manufacturer narrative:
Nothing is being returned for eval, no lot number has been supplied so that we may conduct a build record review. Both of which preclude conducting a root cause failure analysis. At this point in time, no further action is warranted. However, this file will remain receptive to any potential pertinent info received, and if germane, a follow up report will be filed.